Event description:
It was reported that this pacemaker exhibited premature battery depletion. Current evidence suggests this device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. Current evidence suggests this device remains implanted and in service. No adverse patient effects were reported. Additional information: the device has been explanted and replaced. No additional adverse patient effects were reported.